Event description:
Pt underwent open reduction internal fixation for fracture of right hip in 2000. Synthes plate & screws inserted. X-rays taken in doctor's office showed a fracture through the plate with displacement of the femoral fracture in the subtrochanteric region. Required return to the operating room for removal of hardware (plate & screws) with takedown of nonunion iliac crest bone grafting & internal fixation subtrochanteric right femur fracture.